Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, there was high resistance across pins 11 and 12 on the j1000 jumper connector. The cause of the code 110 is the high resistance. The root cause of the high resistance cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was producing service code 110.